Manufacturer narrative:
The complaint of separation on the 426460406 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 12161624 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 3 ml squeeze flush, macrodrip (pole mount).it was reported that the tubing has been disconnected from the source and it was detected by the nurse right away. The tubing was hooked up to a central line for central venus pressure monitoring and came apart. The tubing was properly secured with a line holder about 10 minuets prior, the pressure tubing was used for a blood draw from central venus line without any issue. Lab came back and needed additional blood and the patient was not repositioned and the tubing was not touched since the past draw and needed additional blood and the patient was also not reposistioned. When the vamp was lifted off the bed, a portion of the tubing came apart with very little force. A small portion of the pressure tubing was left attached to the cvl and the tubing was immediatley clamped proximal to the patient. The tubing was unhooked from the cvl. The tubing was not ripped and the end dud not have a luer lock or any attachment where it could be intentionally disconnected. The tubing seemed abnormally weak there was patient involvement and no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Medwatch report mw5119088.